Event description:
On (B)(6) 2009, the patient reported that she attempted to remove a full insulin cartridge from her infusion device and the plunger became stuck to the piston rod resulting in insulin spilling into the cartridge compartment. The patient was educated on the proper procedure for removing the insulin cartridge from the infusion device. She was assisted with switching to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.